Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the outer tubing overlay, the helix/lobe was distorted/bent and there was blood in/on the helix/lobe mechanism.

Event description:
It was reported at implant the physician had difficulty placing the left ventricular lead due to patient's anatomy. At pre discharge check there was intermittent capture at full outputs and the lead had dislodged. The lead was explanted and replaced with another lead. No patient complication have been reported as a result of this event.